Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited under sensing smaller atrial morphologies and atrial signals on stored electrograms (egm) are falling into blanking. The lead remain in use. No patient complications have been reported as a result of this event.